Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2015; 419478, lead; 305u25, valve, implanted: (B)(6) 2005; 3389s-40, dbs lead x 2, implanted: (B)(6) 2013; 3708660, neuro extension, implanted: (B)(6) 2013; 37603, dbs ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted on current and stored electrograms (egm). A decrease in r-waves was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.